Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5167841.

Event description:
Voluntary medwatch received states that the right ventricular (rv) lead exhibited low defibrillation impedance and episodes of unspecified over-sensing resulting in pacing inhibition. The patient condition was unknown.